Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp forgot to open the patient line clamp prior to priming the set. The technical service representative (tsr) advised the hp that if the patient line did not properly prime, the hp should re-prime the patient line before connecting to the hc. The tsr advised the hp that air had entered the setup. The tsr instructed the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) forgot to open the clamp on the patient line during priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.